Event description:
At some time during the postoperative period following successful implant of excluder devices, the pt presented with an endoleak. Contrast injected revealed a proximal type 1 endoleak. The physician implanted an excluder aortic extender and resolved the endoleak without any adverse outcome for the pt.